Event description:
It was reported that during intra-aortic balloon (iab) therapy, a fiber optic sensor failure on a cardiosave occurred. They were able to successfully change over to the inner lumen for alternate arterial access. There was no reported injury or adverse event to the patient.

Manufacturer narrative:
Initial reporter full names: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
N/a.

Manufacturer narrative:
Updated fields: describe event or problem. Type of investigation. Device available for eval? From "yes" to "no". Complaint record ID #: (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the cardiosave intra-aortic balloon pump (iabp) generated a fiber optic sensor failure alarm. They were able to successfully change over to the inner lumen for alternate arterial access. There was no reported injury or adverse event to the patient.